Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. The customer's blood glucose was normal. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The device was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).